Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a ventricular arrhythmia. Anti-tachycardia pacing (atp) therapy accelerated the patient's ventricular tachycardia (vt). The rhythm was able to convert due to a shock delivered. At this time, ICD remains in service, no additional information is available at the moment. No additional information is available at the moment.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a ventricular arrhythmia. Anti-tachycardia pacing (atp) therapy accelerated the patient's ventricular tachycardia (vt). The rhythm was able to convert due to a shock delivered. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no additional adverse patient effects reported. Additional information was obtained, the device delivered 5 inappropriate shocks and several rounds of anti-tachycardia pacing (atp). The anti-tachycardia pacing (atp) was successful and shocks were not required.